Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical intervention. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, cough, nausea, nasal congestion, dizziness, shortness of breath, non productive at night. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of unknown dust contaminant inside the blower box, a dark, unknown discoloration on the top enclosure, front panel, and bottom enclosure, unknown dust contaminant on the top enclosure, blower cap, rear panel, and bottom enclosure, unknown contaminant on the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the multiple contaminates found like unknown dust contaminant inside the blower box, a dark, unknown discoloration on the top enclosure, front panel, and bottom enclosure, unknown dust contaminant on the top enclosure, blower cap, rear panel, and bottom enclosure, unknown contaminant on the bottom enclosure were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.